Event description:
During a failure investigation on 02/08/07, tyco healthcare another country service center found that the unit did no provide an audio. The failure was confirmed and isolated to the main pcb. There was no patient harm.